Manufacturer narrative:
Company representative. The returned device, intended for use in treatment, was returned. There was a relationship between the returned device and the reported event. Visual inspection under magnification shows extensive wear at distal end. The spacer with the screen/electrodes is completely detached. The part was returned for investigation. The insulation around the shaft is partially detached. There are no manufacturing abnormalities visually observed with the returned device. The wand had no functionality and registered an error e-7 when plugged into a known good quantum2 controller; the suction line was tested and performed as intended. After bypassing the error e-7 the remaining part of the distal end of the device responded very low when ablate / coag was activated. The complaint was verified, however the root cause could not be determined with certainty since the device was comprehensively used. Excessive wear of the distal end results from vigorous use against bony surfaces; the wand is supplied sterile, and is for single use only. Do not clean, resterilize, or reuse the wand, as this may damage or compromise the performance resulting in product malfunction, failure, or patient injury. Cleaning, resterilization, or reuse of the wand may also expose the patient to the risk of transmitting infectious diseases or results in irregular wear leading to malfunction. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
International zip code: (B)(6).

Event description:
It was reported that during an arthroscopic grasper in central compartment of hip, the whole ceramic end, including electrode, broke off from the metal shaft of the wand. The pieces were removed from patient and a backup device was available to complete the procedure with no delay or patient injuries.